Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to bilateral lead migration, and pain at the ipg site. Surgical intervention was undertaken wherein both leads were explanted and replaced, and the ipg site was revised.